Event description:
It was reported that the device was implanted and explanted in 2007, due to using wrong device because of incomplete labeling on the box as learned from implant patient registry. Per response from hospital, the device was wasted; wrong type of ring pulled by staff, prepped, and explanted at implant.

Manufacturer narrative:
Device not returned.